Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter that would allow air to enter the extension legs during aspiration was unconfirmed. One 5fr dual-lumen (d/l) powerpicc ft was returned for investigation. Evidence of use was observed on the catheter. A red-colored residue was visible in one extension leg. The d/l tubing had been trimmed to length 11.4cm from the distal end of the molded bifurcation hub. A functional test revealed that each lumen of the catheter was patent to infusion. Under sustained hydraulic pressure, no leaks were observed in any part of the returned PICC. Since no breach was observed in the catheter, the complaint was unconfirmed. The instructions for use (IFU) warn, ¿for powerpicc® ft catheters, do not trim the catheter shorter than 30 cm.¿ it is possible that the shorter length tubing was a factor in the reported event. When aspirating one lumen and the catheter tip is partially obstructed (e.g. Against the vessel wall) and the adjacent lumen is open (i.e. Unclamped), air can be drawn in from the open lumen at the tip of the catheter. Whether this was a contributing factor was unknown; however, no damage or defects associated with the manufacturing process were observed in the returned sample.

Event description:
It was reported that the catheter was initially trimmed at 32 cm but would not advance therefore catheter was trimmed to 10 cm to be left as a midline. It was stated when they went to aspirate, there sounded like there was air releasing from the extension legs. The catheter was removed and another catheter was placed without difficulty.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1307 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was initially trimmed at 32 cm but would not advance therefore catheter was trimmed to 10 cm to be left as a midline. It was stated when they went to aspirate, there sounded like there was air releasing from the extension legs. The catheter was removed and another catheter was placed without difficulty.